Event description:
Ous MDR - since (B)(6) 2014, the patient had loss of impedance of the atrial lead, and absence of either sensing or pacing without any symptoms. A revision is planned for (B)(6) 2014.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.